Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed cuts in the insulation 290-293 millimeters (mm) from the terminal pin, particularly in the suture sleeve tie down. There were also cuts in the suture sleeve. The distal end of the proximal spring electrode and the proximal end of the distal spring electrode was separated from the lead body insulation. The helix was retracted with blood/body fluid noted in the lumens and in the helix housing. A continuity test was done to assess lead electrical performance with normal results. Detailed analysis revealed trilumen insulation damage 320-325 mm from the terminal pin through the rate-sense and proximal high voltage lumens. Trilumen insulation webbing damage was noted between all three conductors in this area as well. It was reported that the insulation damage was most likely caused by entrapment in the clavicle/first-rib region. The lead did also sustain field induced damage. Analysis was able to confirm the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing. The pocket was re-opened and an insulation damage was observed. Additional information reported that there was some pacing inhibition; however,there was no issue with this since the patient had an intrinsic rhythm. It was also reported that inappropriate anti-tachycardia pacing (atp) was delivered due to noise oversensing. No adverse patient effects were reported. The lead was explanted and is no longer in service.